Event description:
Reportedly, during device setup, the touch screen was found to be frozen. There was no pt involvement reported.

Manufacturer narrative:
Eval summary: the returned ventilator was visually inspected and no anomalies were noted. Upon testing, the touch screen was found to be unresponsive, duplicating the reported event. The unresponsive touch screen was due to inability of the touch screen controller chip to meet a specific on/off timing criteria. This issue, where the touch screen become unresponsive, was corrected with a software change that initialized the reset signal to the proper state at the power up enabling the touch screen controller to function properly. The software was upgraded to the latest revision and the coin battery was replaced. A full calibration, operational verification, and burn-in was performed. The unit was power cycled multiple times and it was verified to be within specifications before returning to the customer.